Event description:
It was reported that during use in a laparascopic cholecystectomy procedure, a rivet was noted to be missing from the endoscopic instrument. A post operative x-ray of the patient, confirmed the presence of a foreign body. The decision was made not to retrieve the foreign body.

Manufacturer narrative:
Investigation findings: the endo allis forcep was received for evaluation and the report of the customer was verified. Evaluation of the returned product found that the rivet holding the jaw and jaw link together was missing. Further investigation revealed that the device contained non OEM parts. A review of conmed linvatec's repair records found no repair history for this instrument.